Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a missed alert on the g5 mobile application. The patient stated they asleep and his wife noticed he was unresponsive. The patient stated the low alert on the g5 mobile application had not went off and the patient's wife checked the patient's blood sugar with a finger stick and the meter was reading low. It was indicated that the patient's wife could not administer the patient with glucagon because it was expired so she called for the fire department paramedics. When the paramedics arrived, they checked the patient's blood sugar with their meter and it was reading low. The paramedics administered the patient with a shot of glucagon. At the time of contact, the patient was at home in stable condition. No additional patient or event information is available. Data was received for evaluation. Confirmation of the allegation was not confirmed via data. A probable cause could not be determined.